Event description:
Customer reported that the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.